Manufacturer narrative:
(B)(4). Batch r5a55c. Investigation summary: the analysis results that one pcee45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, they were using the stapler and at the third cartridge, they were unable to put another cartridge. I can see in the jaw a metallic piece potentially from the previous cartridge, preventing them from loading another one. Procedure was delayed by two or three minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.